Manufacturer narrative:
UDI: (B)(4). (B)(4) the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a slip flap on left eye (os) at a 2 day post op exam. A brief description from the account indicated the patient had irritation and the os flap was displaced superiorly. The surgeon performed an elevation debridement irrigation and repositioning (edir) to re-center the flap. The patient's comments were that there was irritation and blurriness in left eye. The symptoms have been resolved. Bcva from (B)(6) 2015: right eye pre-op 20/20 .50 x -.25 x 175, left eye pre-op 20/20 2.00 x -.50 x 159.